Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a superior vena cava (svc) coil fracture approximately two years prior. Defibrillation threshold testing was done without the svc coil and the lead remained in use. It was further reported the lead was oversensing with noise and non-physiologic r-r intervals on the near-field. The lead was programmed off before it was capped and replaced. No patient complications have been reported as a result of this event.